Event description:
MFR's domestic eval unit found melted/burned electrical contact while investigating, inform system returned by customer. Replacement was sent, device returned. No adverse event reported.